Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(4), batch: 7006769.

Event description:
It was reported that the patient was experiencing overstimulation. The patient underwent an explant procedure and the explanted devices were not returned.